Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. Bin file analysis was performed and failed due to a defective transmitter. A review of the share logs was not performed as there was no data available within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. In addition, a transmitter failure was found in connection with the reported allegation. The reported event of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.